Event description:
During a ptca treatment procedure, the physician felt resistance while he was moving the balloon back and forth over the pt2 moderate support guidewire. No pt injuries or complications were reported.